Event description:
Information was received from a consumer regarding a patient receiving morphine, bupivacaine and fentanyl via an implantable pump. The indication for use was non-malignant pain. The patient reported that the external device was taking a long time to connect to the pump since they got the new pump and catheter. The patient stated the device gets stuck at 90% and they have to reboot the device every time they use it. Per the patient the device takes forever to recognize the pump to deliver the bolus and also stated they are in wheelchair and it¿s hard to hold the devices for long time. The patient stated they get 8 bolus a day. Patient service assisted the patient with clearing the data, deactivating the tutorial on the handset, close all apps and power off handset. The agent asked patient to power on devices and the patient stated they are able to connect to pump very fast and able to deliver a bolus very fast. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.